Event description:
It was reported that following the implant of a new inflatable penile prosthesis (ipp), the patient experienced immense pain. The physician performed a computerized tomography (CT) scan and did not find an infection. The physician believed the pain was a result of an allergic reaction to either the silicone or the antibiotic coating. The physician decided to explant the ipp and not replace it as the patient had severe cellulitis and edema. The patient was hospitalized but has made full recovery. The patient discharge date is unknown.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there were no damages identified on the analyzed implant that could have cause or contributed to the patient symptoms of edema, swelling, pain, and allergic reaction. Therefore, the reported event cannot be confirmed based on analysis results. However, the patient symptoms of edema, swelling, pain and allergic reaction are known risk associated with this type of procedure and are noted as such in the device instructions for use (IFU). Technical analysis: the cylinders and pump were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders and pump did not identify any visible damages. The cylinders and pump where functionally tested and both components performed within testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the patient symptoms of allergic reaction, pain, and edema, are included in the product IFU. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of a new inflatable penile prosthesis (ipp), the patient experienced immense pain. The physician performed a computerized tomography (CT) scan and did not find an infection. The physician believed the pain was a result of an allergic reaction to either the silicone or the antibiotic coating. The physician decided to explant the ipp and not replace it as the patient had severe cellulitis and edema. The patient was hospitalized but has made full recovery. The patient discharge date is unknown.